Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set leaked at the connection between the drip chamber and tubing. The tubing had separated from the drip chamber. The set and fluids were replaced. This occurred during use for airway humidification. There was no report of patient injury or medical intervention associated with this event. No additional information is available.